Manufacturer narrative:
Device evaluation complete, for additional information see: date of report, relevant tests/laboratory data, date rec¿d by MFR, PMA/510k, if follow-up, what type.

Manufacturer narrative:
Device analysis and investigation is ongoing. Upon completion of the manufacturers investigation a follow-up report will be submitted. The association between the coopervision device and the event is unconfirmed.

Event description:
The patient alleges symptoms of pain, watering eye, and ocular inflammation while using the product and sought medical treatment on (B)(6) 2018. The patient alleges she was diagnosed with an eye infection. Good faith efforts have been made to obtain additional information without success, limited information known in relation to this event. This event is being reported due to incomplete diagnosis, lack of medical information, and unknown resolution.